Event description:
It was reported that the customer had received multiple no delivery alarms from her insulin pump. The customer's blood glucose level was 377 mg/dl. The customer stated she had 11 unomedical insulin infusion sets to return. Standard troubleshooting was declined. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).